Event description:
During an initial implant procedure, the helix of the right ventricular (rv) lead was unable to retract and was observed to be damaged. A new rv lead was used to complete the procedure. The patient was stable.

Manufacturer narrative:
The reported events of damaged helix and helix mechanism issue were confirmed. As received, a complete lead was returned in one piece with the helix noted bent and clogged with blood/tissue. X-ray examination of the lead found the helix was bent/stretched and the inner coil inside the connector region was over torqued consistent with procedural damage. The helix mechanism test was not performed due to procedural damage to the helix, as received. The cause of the reported events was isolated to the helix being bent/stretched, clogged with blood/tissue and over torque of the inner coil.